Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The investigation confirmed the reported issue of air in line sensor. Air detector was replaced. The root cause was due to a faulty air detector. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device unknown this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump air in line sensor did not work properly. No patient injury was reported.